Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring and cracked battery tube threads.

Event description:
The customer reported via phone call of high blood glucose of 475mg/dl.  The customer treated with a manual injection.  Troubleshooting found that the cap and the o ring at the end of the reservoir are missing. It was also found that the customer was off of the pump for 4 weeks on or around (B)(6) 2016 and their doctor recently put them back on the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction.  The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring and cracked battery tube threads.